Manufacturer narrative:
Investigation: the most likely cause for the damage is that the implant was inside a heavy box that has been dropped. Batch history review: the manufacturing documentation has been checked for the above mentioned lot number. There is no indication for a manufacturing error or a material defect. No further complaints registered under the same lot number. Conclusion and root cause: the most likely root cause of the failure is transport/ handling related. Rational: the low failure rate leads to the assumption that the error is not systematic. A manufacturing error can be excluded to date. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: switzerland. It was reported that the surgeon would not perform surgery using the implant provided. The package was damaged and sterilization was compromised. The plastic was damaged by the implant but the outer package was intact.